Event description:
The customer requested assistance with setting up the alarms on this unit, but inadvertently pressed the system initialize button in the diagnostic menu, which reset the entire system. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer requested assistance with setting up the alarms on this unit, but inadvertently pressed the system initialize button in the diagnostic menu, which reset the entire system. No patient harm was reported. Investigation summary: the root cause of the system reinitialization is use error as reported by the customer. There is no alleged malfunction that may have contributed to the issue. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer requested assistance with setting up the alarms on this unit, but inadvertently preseed the system initialize button in the diagnostic menu and reset the entire system.

Manufacturer narrative:
The customer requested assistance with setting up the alarms for this unit, but inadvertently preseed the system initialize button in the diagnostic menu and reset the entire system. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.